Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix had disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and the stylet was stuck in the distal coil of the lead.

Event description:
It was reported that the lead had positioning and sensing difficulties. It was further reported that when the physician had the lead positioned the lead helix would not deploy. The lead was explanted and another lead was used. No patient complications have been reported as a result of this event.